Event description:
Twenty-three years ago I had mentor saline breast implants placed behind the muscle. About 10 years ago my health started to slowly deteriorate with a multitude of head to toe symptoms that were unexplainable and I saw doctor after doctor, tried different medications and treatments, had tests and tests. A year ago a new rheumatologist took me off autoimmune medication and said I didn't have a true autoimmune disease rather bii (breast implant illness). He told me to remove the implants but do my research. I researched it all year and thankfully I am one week post operative total capsulectomy en bloc with immediate results and improved or resolved symptoms. And of course, insurance did not help me pay for the surgery for my health to blossom; 20/20 hindsight, I would never have implanted 23 years ago if I knew what I know now about implants. I have so much gratitude for my new healthcare providers that I have had since moving to florida a year ago. They have saved my life. I am a 57 y/o woman with a new lease on life since getting those toxic bags out of my chest. Please help us. There's too many of us who are struggling and suffering with bii. Please help us. Ref report: mw5118908.